Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the reload fired correctly with enclosed specimen, but would not release after firing. Tissue was resected around the closed reload with two firings of other reloads. No other adverse events reported.